Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implantation of the subject device with a vega lead, the lead parameters were satisfactory. In the weeks following discharge from the hospital, the patient presented herself to the hospital following several occurrences of fainting. The cardiologist highlighted pacing issues on the right ventricular lead. He suspected a lead dislodgement and decided to re-intervene. On the radiography, the lead did not seem to have moved and the tests with an pacing system analyzer did not show any dysfunction. In doubt, the physician replaced the lead. By connecting the subject pacemaker to the new lead, the pacing issue was reproduced. He then decided to replace the pacemaker.

Manufacturer narrative:
(B)(4).

Event description:
During the implantation of the subject device with a vega lead, the lead parameters were satisfactory. In the weeks following discharge from the hospital, the patient presented herself to the hospital following several occurrences of fainting. The cardiologist highlighted pacing issues on the right ventricular lead. He suspected a lead dislodgement and decided to re-intervene. On the radiography, the lead did not seem to have moved and the tests with a pacing system analyzer did not show any dysfunction. In doubt, the physician replaced the lead. By connecting the subject pacemaker to the new lead, the pacing issue was reproduced. He then decided to replace the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the implantation of the subject device with a vega lead, the lead parameters were satisfactory. In the weeks following discharge from the hospital, the patient presented herself to the hospital following several occurrences of fainting. The cardiologist highlighted pacing issues on the right ventricular lead. He suspected a lead dislodgement and decided to re-intervene. On the radiography, the lead did not seem to have moved and the tests with a pacing system analyzer did not show any dysfunction. In doubt, the physician replaced the lead. By connecting the subject pacemaker to the new lead, the pacing issue was reproduced. He then decided to replace the pacemaker.